Event description:
It was reported by the customer, during preparation for use for a diagnostic laparoscopy procedure, the 4k autoclavable camera head was plugged into the processer, and presented no image, only color bars. The camera head was tried on three (3) different processors and only had color bars, no image. All processors were working as intended. No other device was involved in the event. The intended procedure was completed with a similar device with no surgical delay. No patient harm reported.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was confirmed. The issue was due to a faulty cable unit. Also found during inspection was the rear cover label was incorrect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty cable unit could not be identified. Olympus will continue to monitor field performance for this device.